Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders removed as the right cylinder migrated from the corporal body into the scrotum and eroded. New inflatable penile prosthesis cylinders were implanted. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders removed as the right cylinder migrated from the corporal body into the scrotum and eroded. New inflatable penile prosthesis cylinders were implanted. No additional patient complications were reported.